Manufacturer narrative:
The device was received for evaluation. During functional testing, an error code 345 was not reproduced. A review of the event history log revealed multiple "system error 345 - thermistor disparity" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.. The reported condition was verified. The cause of the condition was determined to be an failed ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.